Manufacturer narrative:
Raw data analysis was completed on 07/21/2015 and indicated the following: the five survey raw data files provided were reviewed; one sample run showed inaccurate neutrophil and eosinophil results. The histogram of the run shows weak separation inside of the neutrophil population. The algorithm segmented part of the neutrophil population as eosinophils because of that weak valley. The algorithm set band, imm cell and blast flags to alert the customer of an issue. The raw data confirms the malfunction, caused by the sluggish vl41 actuator.

Event description:
The customer reported failing differential (diff) parameters on the (B)(6) hematology survey on a coulter lh 750 hematology analyzer. Neutrophils (granulocytes) and eosinophils were affected. One of three survey samples provided by (B)(6) failed. Partial aspiration error were recovered for some of the runs in automated mode but not in the manual mode. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
The fse verified instrument operation and replaced a sluggish actuator for valve vl41; the survey material was rerun for verification and results recovered as expected. The repair was verified per established service procedures. (B)(4).